Event description:
Caller states they have a home caretaker that is reporting "that their is not connecting properly to their pt's trach and disconnecting during pt use". Talking to caller it appeared that the pt had the trach replaced and the trach could possibly be a reusable tube and are trying to use the disposable inner cannula with this reusable outer cannula. Covidien is attempting to gather further details related to this report.